Event description:
It was reported that the subject device showed an occasional e315 during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. The results of the investigation confirmed that the reported event did not occur, so no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.